Event description:
Ous MDR - it was reported that shortly after the initial implantation a sudden rise in the right ventricular threshold was noted via home monitoring. Furthermore, the shock impedance showed slow rising trend over the last half of the year. The physician decided to explant the lead and it was returned for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the rv shock coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. In summary, cuttings in the insulation and deformations of the rv shock coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.